Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device with scratched lens and tamper seals missing. There was evidence of the error recorded in the event history log. The customer reported problem was not verified/duplicated during functional testing. The pump was able to power on with standard batteries. No fault was found with the device and no actions were required or taken.the root cause was unknown. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during a returned order service the battery was not working. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.